Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e serial: (B)(4), batch: 7171502.

Event description:
It was reported that the patient who had undergone a spinal cord stimulator scs trial experienced a stroke which he did not recover from and passed away. There were no reported issues with the scs trial, nothing abnormal happened during the procedure, and the patient seemed to be doing well a few days after the scs trial procedure. The patient had clearance from his cardiologist to be off his blood thinner medication for the scs trial and it is unknown if this correlates at all.